Event description:
The physician was using a endeavor resolute drug-eluting stent to treat a lesion in the lad. The lesion was stenosed and calcified. The lesion was pre-dilated but the device was unable to cross the lesion. The device was inspected prior to use with no issues noted. There were no patient clinical sequelae. Device evaluation: the transition shaft was kinked distal to the hypotube bond. The distal tip was flared. The 3rd, 4th, 5th, 8th and 9th proximal stent segments were deformed with a number of struts raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patients condition affected effectiveness of device (calcification and stenosis). Deformation problem (stent). Conclusion results: inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition (calcification and stenosis).